Manufacturer narrative:
According to the information received from the field the device was explanted due to a decrease in hearing benefit caused by fibrosis inside the cochlea. Further, during device investigation minor damage to the active electrode caused by excessive mechanical stress was found. This is a combined initial and final report.

Event description:
The user's hearing performance with the device was affected. The device was explanted on (B)(6) 2024 due to recurrent fibrosis. The clinic had intended to reimplant the user to improve the user's hearing with the device because it had decreased due to fibrosis. According to information on the device explant report form the cochlear fibroses led to high impedances on several channels. The user has been reimplanted with a new device.